Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during a routine office visit that this implanted pacemaker device reported a voltage is too low for projected remaining capacity upon interrogation. The physician reported that this device had not been interrogated in 3 1/2 years. The patient was implanted in the united states, and moved to canada 3 years ago. A technical service (ts) consultant provided recommendations to replace the device in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. A new device was implanted. The device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. There where no faults or error code messages recorded. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported during a routine office visit that this implanted pacemaker device reported a voltage is too low for projected remaining capacity upon interrogation. The physician reported that this device had not been interrogated in 3 1/2 years. The patient was implanted in the united states, and moved to canada 3 years ago. A technical service (ts) consultant provided recommendations to replace the device in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.